Event description:
During a middle compartment prolapse repair procedure using an uphold lite vaginal support system, there was an unspecified malfunction of the device, leading to substitution of the capio device. All other information is unknown. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
Altman d. Et al; nordic transvaginal mesh group. Anterior colporrhaphy versus transvaginal mesh for pelvic-organ prolapse. N engl j med. 2011;364(19):1826-36.